Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was to be used during an achalasia dilation. According to the complaint, during preparation, when testing the device outside the patient, they were unable to pump more than 12 psi. There seemed to be a leak from the tail of the pump. The procedure was completed with another pneumatic hand pump. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the gauge was reading inaccurately, therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(4). Investigation results visual evaluation of the returned device found the gauge to be reading 3 psi instead of 0 psi, as well as a small dent on right hand side of case. Functional evaluation was performed; the pressure release valve was closed and the air flow through the latex tubing was blocked. Upon pumping the bulb, the needle increased to approximately 14 psi, but could not be pressurized further. When attempting to pressurize further the bulb was difficult to squeeze. The test was repeated a 2nd time and the pressure reached 17 psi, but could not be pressurized further. When attempting to pressurize further the bulb was difficulty to squeeze. This test was repeated a 3rd time, producing the same test results as the 2nd test. Also found bottom of bulb to have abrasions in the latex like unit was dropped. Discoloration was also noted in exposed surface of check valve at bottom of bulb. Hooked unit up to test fixture and was able to inflate and hold pressure but the reading was inaccurate. No leaks were noted during testing. The reported defect of device leaked was not confirmed; however the device was found to be reading inaccurately. The abrasions on the bulb indicate that the damage was caused by handling of the device or portion of the device without direct patient contact either during unpacking/preparation/shipping. Therefore; the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.